Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (high 200s) throughout the day. During basal delivery, the customer reported the insulin gauge dropped from 200 units to 0 units with a cartridge alarm 19. Another cartridge was loaded and the alarm did not reoccur. A bolus via the pump was delivered to address the high bg. The customer did not know if the high bg was due to the alarm or due to a recent pump setting change. The customer had insulin pens and injections to manage diabetes, if needed.